Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the tissue protector (part # 319.050 and lot # l020745) was received at us customer quality (cq). Upon visual inspection, no broken feature was observed with the returned device. There were scratches and nicks on the device. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was not performed due to the post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Complaint confirmed? No. Conclusion: the complaint condition was not confirmed as no broken features were observed. However, the device was found to be scratched and nicked. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 351.050, lot number: l020745, manufacturing site: bettlach, release to warehouse date: aug 22, 2016 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set at the field service location, it was observed that a tissue protector was broken. There was no known patient or hospital involvement. This report involves one (1) tissue protector. This is report 1 of 1 for (B)(4).